Manufacturer narrative:
This product is not marketed in the us. Patient code: (B)(4)- secondary surgical intervention, removed and exchanged for a shorter length lens. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -11.50 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was removed and exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with moisture on lens. Visual inspection found the haptic torn. (B)(4)